Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the needle was not coming out with the plastic part it was stuck into her skin. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The sensor was bent. The device will not be returned for the analysis.